Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an degradation (friction) problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had the light guide lens presented pinholes on the glue, cut at the pink probe on the control body, and was missing adhesive at the forceps cover. There was no patient involvement.